Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
It was reported that an m540 monitor was not able to take a blood pressure (bp) reading after moving the patient around. It displayed a cuff leak message. Additional information was received noting that vasopressors were given to the patient and the anesthetic infusions were paused due to erroneous low bp readings while trying to figure out the problem, all other vital signs and parameters remained normal. A second m540 was used and the patient's bp was normal at that point. No adverse patient impact was reported.

Event description:
It was reported that an m540 monitor was not able to take a blood pressure (bp) reading after moving the patient around. It displayed a cuff leak message. Additional information was received noting that vasopressors were given to the patient and the anesthetic infusions were paused due to erroneous low bp readings while trying to figure out the problem, all other vital signs and parameters remained normal. A second m540 was used and the patient's bp was normal at that point. No adverse patient impact was reported from the vasopressors and pausing of infusions.

Manufacturer narrative:
A photo showed the nibp connector was bent/damaged. Then the nibp connector was confirmed to have broken off. Where the nibp connector was damaged and broken off, root cause is consistent with damage and not a malfunction. However as to how the connector was bent/damaged could not be determined. This issue is isolated to this complaint.